Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The photograph shows a portion of the suspect simplicity handpiece, lens module, and cartridge. The cartridge can be observed to be damaged. Due to no product being received, no further evaluation could be performed, and no further issues could be identified. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. The complaint issue "cartridge tip cracked/damaged" was not identified during photograph evaluation. The observed "cartridge damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lenses (iol) cartridge tip had been broken during implantation and the lens could not to be inserted. The backup lens was inserted successfully and there was no patient injury. A delay in the procedure was mentioned. Through follow-up we learned that cartridge tip was in contact with the patient's eye and the delay mentioned was not clinically significant. The product is not available for investigation and no medical interventions were reported. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply - lens was not implanted. Section d6b - explant date: does not apply - lens was not implanted and therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.